Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had false occlusion and air in line alarms with three specific drugs (taxol, taxotere, carboplatin) in the hemo infusion bays during delivery in the pharmacy department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.